Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparoscopic ivor lewis esophagectomy procedure, the device needle broke in half and fell into the patient cavity. To resolve the issue the surgeon able to retrieved the needle. There was no patient injury.